Event description:
It was reported that this left ventricular (lv) lead was explanted due to it becoming dislodged which caused it to present high capture threshold measurements. A new device was implanted. No additional patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a product performance issue. A new device was implanted. No additional patient effects were reported.